Event description:
It was reported during a da vinci-assisted benign hysterectomy the cobra grasper instrument frayed during the case inside the body. There were pieces of fiber removed. The staff removed the instrument and replaced with a spare instrument. Intuitive surgical, inc. (Isi) received mw5098024 on (B)(6) 2020, stating the following: "cobra instrument frayed during the case inside the body, pieces of fiber were removed. Instrument taken out and replaced." Isi has made several attempts to obtain additional information from the reporter however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cobra grasper associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a frayed grip cable at the distal end. Fa concluded this failure is attributed to a component failure. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was observed the frayed pieces of the cobra grasper instrument fell into the patient. The frayed pieces of the fiber were removed and another instrument was used to complete the case robotically. At this time, the root cause of the reported failure is due to a component failure.